Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display began to fade in some areas and was blank in others after pressing the act and esc buttons. Issue persisted after changing battery. Customer's blood glucose was 241 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion, self test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. No missing segments/partial display or display anomalies were noted. The pump was received with a cracked reservoir tube lip.